Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). The reported event is confirmed. Visual inspection of the returned product identified a hair-like debris within the sealed sterile cavity. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is the operator not following instructions during the manufacturing process. The event has been escalated for further investigation thru the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was found that debris was found in the inner sterile package. Attempts have been made, and no further information has been provided.